Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via call that the insulin pump had a partial display. The blood glucose level was 173 mg/dl. Customer stated that the display was taking longer to react. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly and dissatisfaction anomaly due to blank display.